Event description:
During a lumbar medial branch ablation, the ports would not heat up to desired temperature. Different probes were tried along with switching ports, but the issue remained. The ablation procedure was canceled and the patient was given steroid injections instead. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported temperature issue was observed during functional testing. Further investigation revealed the temperature issue was isolated to the rf controller board located internally within the generator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported event was confirmed. The root cause of the reported temperature difficulty was isolated to an abnormal functioning rf controller board.